Event description:
It was reported customer reports intravenous fluid leaked from hole in extension leg on red port of dual lumen solo power PICC. Leak was noticed upon flushing lumen to confirm patency during insertion procedure. PICC was immediately removed and retained by customer and a new PICC was inserted using guidewire exchange.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, when flushing the red-luered lumen, a spraying leak was observed emanating from a split site near the luer adapter. Microscopic inspection of the split site revealed two parallel diagonally aligned splits. The splits exhibited sharply defined fracture features. The fracture surfaces exhibited material flow and coarse striations. Surface abrasion was observed in the vicinity of the splits. Diagonally aligned impressions were observed circumferentially opposite the splits. The split characteristics, surface abrasion and opposite impressions were consistent with damage caused by contact between the extension tube and a traumatic grasping instrument, such as forceps or hemostats. The use residues suggested that contact likely occurred as a result of device manipulation during or following device placement. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ h3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of 19lbt943 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported customer reports intravenous fluid leaked from hole in extension leg on red port of dual lumen solo power PICC. Leak was noticed upon flushing lumen to confirm patency during insertion procedure. PICC was immediately removed and retained by customer and a new PICC was inserted using guidewire exchange.